Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line)on home choice (hc) during use during drain 8 of 9. The baxter technical representative (tsr) had the home patient (hp) cycle power and the hc alarmed with se 2367. During troubleshooting the hp stated that he had disconnected prior to the alarm and he did not reconnect. The hp will complete therapy via manual supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product and lot number is unknown . This complaint for a system error 2240 (air in set) occurred during drain (B)(4) was confirmed. As per the complaint information the cause of the se 2240 was use error- due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).